Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The enclosures were broken. A functional evaluation was performed. The device powered up as designed with a test battery. No issues were noted. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. It is also recommended that the spider 2 instructions for use be reviewed regarding inspection of the plastic enclosure for any damage that could result in fluid entry. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, a spider was unresponsive, not able to turn it on. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.